Event description:
A home pt from baxter reported a reload set 201 alarm on a homechoice device during use. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a puncture or tear in the cassette sheeting. The cassette was replaced and the therapy was restarted. No pt injury or medical intervention was reported related to the event.

Manufacturer narrative:
The sample was not available for evaluation. The customer was not willing to be contacted for further info, per the initial contact to baxter.